Event description:
It was reported that during a procedure to treat a pre-dilated heavily calcified, 80% restenosed, lesion in the narrow, distal saphenous vein graft to the right coronary artery, a non-abbott device caused a perforation in the vessel. An attempt to treat the perforation using a non-abbott device was unsuccessful, so a mini vision stent was placed in hopes of additional stent struts sealing off the perforation. The mini vision stent was deployed, but unsuccessful at sealing the perforation. A jostent graftmaster was advanced, but would not cross the lesion. The lesion was further dilated with multiple non-abbott balloon dilatation catheters proximal to where the graftmaster would not cross and an attempt was again made to advance the graftmaster but it would not cross the lesion. The procedure was aborted and rescheduled for the following day to see if the perforation had self sealed, and the patient had continuing chest pain throughout the night. The following day, it was noted that the perforation had sealed on its own, and the rest of the distal vessel had also clotted off. Proximal to the perforation, where the graftmaster would not cross the previous day, a thrombus laden dissection and inhibited flow of the distal native right coronary artery was observed. The dissection was treated with a promus 3.5x12mm stent. As patient troponin elevation level was extremely minimal, no treatment was administered. The patients chest pain resolved and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.